Event description:
Customer reported vra147 cell 3 did not react with a patient sample with a previous history of anti-e. Customer reported cell 6 (e+e+) was 1+. Daily qc was acceptable. Customer had tested the panel a lot in question with other sample yesterday in which an anti-e was clearly identified without issue. Customer suspects the issue lies with the sample in question.

Manufacturer narrative:
Ocd performed retained testing and a batch record review. Results were satisfactory. Customer suspects the issue lies with the sample in question. (B)(4).